Manufacturer narrative:
Correction: corrected the manufacturing site ID. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis noted that the epg upper case, lower case, and two control knobs were all broken. The epg was returned to the customer without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.